Event description:
The customer reported a software issue. Clarification was provided that the therapy switch was giving inaccurate selection; when 30 j is selected, it recognizes 10 j. Thus the system opts out to service mode every time the user tries to perform the operational check because it is sensing the wrong selection. There was no reported patient or user involvement and no adverse patient/user impact.